Event description:
Event determined to be reportable based on device analysis approved 1/17/2008: it was reported that during a percutaneous coronary interventional (pci) procedure, the catheter was unable to cross the lesion. The procedure was being performed for treatment of a myocardial infarction (mi). The 25mm, 80% stenosed, de novo, and moderately calcified eccentric lesion was located in the 3.0mm diameter, severely tortuous proximal left circumflex (lcx) artery. It was noted that the lesion contained between a 45 and 90 degree bend. The lesion was pre-dilated with another manufacturer's 1.5mm x 15mm balloon catheter. Immediately following pre-dilatation, it was noted that the percent of the stenosis of the lesion had been reduced to 70%. The taxus liberte 3.0mm x 28mm stent delivery system (sds) was advanced to the lesion, however, the catheter was unable to cross the lesion. The sds was removed and another manufacturer's 3.0mm x 28mm stent was used to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "stable". Returned device analysis revealed stent damage.

Manufacturer narrative:
Visual examination of the returned device revealed damage to the proximal edge of the stent. Some of the proximal stent struts were bunched together. The balloon and tip sections revealed no issues with their profiles that could have potentially contributed to the complaint incident. A recommended sized guide wire was inserted through the lumen with no restrictions noted. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. No further damage was noted with the returned device which could have contributed to the reported complaint. A review of the device history record (DHR) confirms that this batch number met its material, assembly and product specifications. The root cause of the reported event can be attributed to operational context due to the likelihood that anatomical/procedural factors encountered during the procedure limited the performance of the device.